Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: the keypad rubber was peeled off and missing. The contrast and ok buttons were unresponsive. The up and down keys were responsive to user presses. Further inspection revealed that the keypad flex cable trace for the contrast and ok keys was damaged. Upon removal of the keypad cover, contamination was observed under all key contacts. Unrelated to the original complaint, the pump case was cracked. The display was dim and discolored display. In addition, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was damaged and the ok button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.